Manufacturer narrative:
Additional information.

Event description:
New information notes that both right ventricular (rv) lead and the atrial (ra) lead were explanted. The patient condition was stable.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 14.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2022-48848. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing due to insulation damage on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.